Event description:
Terumo medical corporation received the following reported information: the patient underwent cardiac percutaneous coronary intervention (pci) surgery. After the procedure, the operator performed closure. The operator exchanged the sheath and inserted the main body of the closure device. Resistance was encountered during delivery, preventing its advancement. Repeated attempts were unsuccessful, and the product was withdrawn and compression was used for hemostasis. There was no injury caused to the patient during the process. There was no blood loss.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanteda1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the header bag, guidewire, hemostasis sheath, carrier tube, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked with the internal components deployed. A kink was noted near the distal tip of the sheath. The angio-seal device was returned for evaluation. As a kink was noted near the distal tip of the sheath the complaint can be confirmed for mechanical damage sustained to the sheath. The exact root cause cannot be determined. It is possible that damage to the sheath resulted in difficulty with device advancement. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).